Event description:
It was reported that during work with a permanent lead extension kit, a flash of light appeared between the two coils at the area meant to be connected to the pacemaker. It was further reported that there was no pacemaker used, only a generator to simulate the pacemaker and that there was no patient involved. The lead extension was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead extension was returned, analyzed and no anomalies were found.